Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts along the mid-section and distal end lifted and bunched. The undamaged crimped stent outer diameter was measured using snap and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the laser-cut region. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06-february-2020. It was reported that crossing difficulties occurred. The 95% stenosed target lesion was located in the left circumflex artery. After the lesion was crossed with a 6f non-bsc guide catheter and a non-bsc guidewire and pre-dilated with a 2.50mm non-bsc balloon catheter at 14 atmospheres, a 2.25 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.